Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, undersensing with a delay in therapy for greater than 60 seconds, pacing inhibition, asystole, and low out of range pace impedance measurements. Surgical intervention was taken to cap this lead and explant this pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating at the revision procedure, the lead-header connection was checked and verified to be secure. The lead was tested with a pacing system analyzer (psa) and continued to exhibit noise and out of range impedance measurements. It was also noted that the patient had experienced symptoms of near-syncope. No additional adverse patient effects were reported.